Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: there were multiple 'no cartridge detected' warnings observed in the pump's black box. A load step malfunction was duplicated during the investigation. The pump's force sensor passed a calibration check. The force sensor was removed and the resistance value was found to be out of specifications. The spoke shim plate was dimpled. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a load step malfunction. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.